Manufacturer narrative:
Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of positioning failure and loose or intermittent connection were not confirmed. Visual inspection found no anomaly on the helix. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly.

Event description:
Related manufacturer reference number: 2017865-2023-20155. It was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure, the delivery catheter was exhibiting deflection issues. When turning the deflection lever, there was a gap between the catheter and lp and the lp failed to be properly positioned. The catheter and lp were explanted and upon attempting to properly redock the device, the slight gap was visualized. The products were exchanged, and the procedure was completed without further issue. The patient was stable.